Event description:
The customer stated that a physician questioned architect total psa results for one patient. A result of 314 ng/ml was reported on (B)(6) 2012 for patient sample ID (B)(4). A biopsy was performed on the patient and results were negative. The patient was also given lupron medication. Architect total psa testing was repeated on (B)(6) 2012 and the result was 21 ng/ml. There was no injury to the patient.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The performance of the architect total psa reagent 6c06-27 lot 13211lf00 was assessed using an in-house sample of this reagent lot. In-house serum based samples with known total psa concentrations were assessed. Results obtained using the serum based samples were within the expected values and passed acceptance criteria. Manufacturing records and testing data generated for this reagent lot were reviewed. No issues were identified. A review of customer complaints showed that there is no adverse trend for the product and no other complaint of this nature has been received to date for this lot number. The results of this investigation demonstrate that architect total psa reagent 6c06-27 lot 13211lf00 is performing acceptably. There is no indication of a product deficiency. Studies have shown that lupron is an lhrh (luteinizing hormone-releasing hormone) agonist that effectively blocks the production of testosterone in men. The use of lhrh agonists almost completely stops testosterone production within a couple of weeks. This almost completely suppresses the production of psa. Leuprolide (lupron) has shown close to a 100% reduction in psa levels within 56 days. Therefore, it is feasible that lupron could reduce the patient's psa level from 314 to 21 ng/ml in 90 days. It remains unclear why the biopsy result was negative. The investigation concluded that the total psa values obtained for this patient are aligned with historical published observations for cancer patients treated with lupron.